Event description:
When pressing on the push button to retract the needle - the needle breaks off and stays inside the catheter in the patient - they needed to be removed together and the patient was restuck. User did not note resistance when trying to advance the catheter into the patient's vein.